Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s wake/sleep button was unresponsive, the device did not initially power on despite charging, and after successful charging to 98 percent the wake button remained nonfunctional, consistent with a key/button unresponsive issue involving the switch component; a replacement device was arranged and the user received education on device management and data syncing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, review and analysis of information provided by the user, and assessment of the reported behavior. Investigation of this case revealed an electrical problem associated with the wake/sleep switch component, consistent with a button unresponsive device problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.